Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. Programming changes were made. Patient's condition was unknown.

Event description:
Additional information received indicated that the patient had no consequences.